Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. We were unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. We were unable to verify prime anomaly due to blank display. No moisture damage on motor noted. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. Customer cannot recall their blood glucose reading. Customer stated the insulin pump was not able to exit the loop. Customer accidentally put the insulin pump in washing machine. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.